Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A review of the lot history record and complaint history of the reported device could not be conducted because the lot number was not provided. The reported patient effects of angina, embolism, myocardial ischemia, thrombosis and stenosis are listed in the xience prox everolimus eluting coronary stent systems instructions for use as known patient effects of coronary stenting procedures. A conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). The segment was dilated and two xience prox stents (3.0x23, 3.5x23) were implanted. After that there was some kind of thrombus material leaving in the vessel. The patient received integrilin as perfusor. On (B)(6) a second angiogram was performed which noted a timi ii flow in the lad. Then they dilated the medial lad with a 4.0x15mm non-abbott balloon catheter and then the flow was normal. On (B)(6) 2017 the patient came back to the hospital with chest pain and a positive troponin test. A coronary angiogram was performed and the bypass graft of the diagonalis side branch was found occluded. In the segment of the lad with the absorb gt1 scaffolds and xience prox stents the stenosis/thrombosis was not very high but the flow into the distal vessel was poor (timi 1-2). Optical coherence tomography (oct) was attempted, but the measurement was not very clear due to the guiding catheter. There was not enough contrast for a good oct measurement. Predilatation was performed within the absorb gt1 scaffolds using an unspecified balloon and a xience prox 2.75 x 33 mm stent was implanted. Then the flow into the distal vessel was better (timi 2-3). The procedure was ended at this stage. The final patient outcome was good. The ramus diagonalis was bypassed in (B)(6) 2017. No additional information was provided. Medical devices: stent: unk xience, 2 xience prox (3.0x12, 3.0x23); scaffold: 2 absorb gt1. The 2 absorb gt1 and 2 other xience prox devices (3.0x12, 3.0x23) are being filed under separate medwatch reports. The xience prox device is currently not commercially available in the u.s; however, it is similar to a device sold in the us.

Event description:
It was reported that the patient presented with a myocardial infarction (mi) on (B)(6) 2016. The proximal left anterior descending (lad) artery was dilated and an unspecified xience stent implanted for treatment. The patient's diagonalis branch was occluded prior to the procedure; however, the plan was to leave the stenosis for a second examination. The next day, treatment was attempted on the diagonalis branch to open it up; however, this was unsuccessful. During this examination the distal lad was treated. Vessel sizing was performed using intravascular ultrasound (ivus). Predilatation was performed with a 2.5 x 20 mm non-abbott balloon several times up to 14 bar and two absorb gt1 scaffolds (3.0x28, 2.5x23) were implanted. Post-dilatation was performed with a 3.0 x 20 mm non-abbott balloon catheter. After post-dilatation, a dissection was noted which was treated with a xience prox 3.0 x 12mm stent. No imaging was performed to confirm the scaffolds were fully apposed to the vessel wall. Then the patient underwent bypass surgery on the diagonalis side branch. The patient was placed on dual anti-platelet therapy consisting of prasugrel. The patient came back to the hospital on (B)(6) 2016 for an elective diagonalis dilatation. During this examination the angiogram showed a subacute thrombosis of the distal lad segment where the absorb gt1 scaffolds and 3.0x12 xience prox were located. The unspecified xience implanted in the proximal lad was patent.